Event description:
Customer reported the system intermittently would not display images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and disassembled and cleaned the interconnect cable connectors. System operates as intended.